Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital, as he was experiencing shortness of breath and muscle aches. The patient was enrolled in haprs trial and was on clenbuterol. It was also reported that the patient historically had low flows in the a.m. And needed to be reminded to drink fluids, as his flows would increase to 4 or better liters when orally hydrated. The patient experienced a low flow alarm as the flow decreased to 2.1 lpm and sv was in the high 60's to 70. The patient was put on IV fluids. The vad coordinator reported that the transthoracic echo "did not look good" and there was some lv dilatation; however, they did not suspect fluid ingression. Two days later, the patient underwent hand pump echo trial for clenbuterol study, and the lved = 8. The clenbuterol was discontinued due to patient's symptoms of increasing joint pain and shortness of breath. It was reported that the position of the inflow cannula had changed and pointed to the septum when patient's cvp was lower than 15. As a result, it was decided to place the patient on the transplant list and halt participation in the clenbuterol trial. The patient was transplanted five days later and remains stable post-transplant.

Manufacturer narrative:
The patient remains stable post-transplant. The device has been returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.